Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient presented to the hcp's office with a pocket infection. She was treated with oral antibiotics for a period of time and would return to the office to decide on how to proceed with the situation. There would either be an explant or the system would be left in place based on her presentation. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.